Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostim ulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient has been quickly declining for the past week for unknown reason but caller thinks it is related to patient's parkinson and that the therapy may be off but they can't check inss because patient's programmer is lost. Caller stated patient has gotten to the point where they are worried about aspiration pneumonia since the patient has been coughing, swallowing their own secretions and can't move out of bed. Caller is the patient's speech pathologist and stated that the nurses on the floor know how to use the recharger but not the programmer so patient has come to them a few times and the ins(s) have been off so caller has used programmer to turn it back on. Tech services (tss) walked caller through using 37751 to check the inss which showed that both were off and almost fully charged. Tss assisted caller with using al feature to turn both inss on. Tss reviewed that if ins depletes to the point of turning off, it then needs to be manually turned back on after it has enough charge.